Manufacturer narrative:
Response to device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. Technical operations team tested retains of the cartridge lot and reproduced false positive results, however, further investigation was not able to identify a root cause. As the cartridge sn for this false positive complaint was not provided, further analysis could not be performed. The root cause is undetermined.

Event description:
Customer reported one false negative result and four false positive results when using the cue covid-19 test for home and over the counter (otc) use. This report is to document one of the false positive results. See related cases for alternate discrepant results. Individual received a false positive result on an unknown date when using the cue covid-19 test for home and over the counter (otc) use (cartridge sn not provided, lot 26467e, reader sn (B)(4). Individual tested negative with a sars-cov-2 pcr test on an unknown date. Individual had no symptoms and confirms cartridges were stored within the validated temperature range.